Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer had low blood glucose level. Customer's blood glucose level was 52 mg/dl at the time of incident and customer's current blood glucose is 61 mg/dl. It also stated that the customer treated their low blood glucose with food and grape juice. Customer will return insulin pump for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. The insulin pump passed all operating currents tested within the specification range and passed off no power test. The device was programmed with test minilink transmitter and the glucose sensor simulator. The device communicated properly with glucose sensor simulator and display the 100 value properly on display graph. No lost sensor alert noted during testing. The insulin pump was received with corroded battery tube, cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, cracked on display window, stained end cap sticker, stained address, serial number label and minor scratches on display window noted.